Event description:
Patient was not feeling well. Patient had a bladder infection and was taking antibiotics. Patient also mentioned symptoms were worse when compared to a couple days ago. Patient was helped to turn up amp due to not feeling stimulation. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.